Event description:
Ous MDR - this lead was explanted due to high thresholds.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the visual inspection, multiple signs of wear along the lead body were noted, particularly in the distal area of the lead. Furthermore the lead body was found squeezed and deformed 33 cm distal to the df4 connector pin. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.